Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with lavh, bso due to pop, hypermobile urethra with mixed incontinence. It was reported that patient underwent posterior vaginal mesh removal on (B)(6) 2013 due to mesh erosion. No additional information was provided.